Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the plastic on the interior of the adapter is starting to wear. Caller stated that about 2 months ago there was leakage from the luer lock connection; tightened the luer tubing connection more to stop leakage. No adverse event reported. Requested return of the alleged device for evaluation.